Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Sections could not be completed with the limited information provided. Product location unknown.

Event description:
During a procedure, the suture passer would not pass the suture. There was a delay in procedure of unknown length. Competitor product was used to complete the procedure.